Event description:
It was reported that during a procedure, the anchor broke inside the patient. Reporter stated that this caused damage to the patient but there are not information which classify it as a serious injury. A backup device was available to complete the procedure with no delay. Attempts were made to retrieve further information but no response has been received from the complainant.

Manufacturer narrative:
The reported 4.5 twinfix ultra pk anchor assembly intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Use of excessive force during insertion. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.